Event description:
Registrar was having difficulty reprogramming the valve. Error message - unable to programme - x-rayed patient just to verify the valve was on the correct setting, which it was. Jjm unit out of warranty sn: (B)(4).

Manufacturer narrative:
(B)(4). 510(k): k061876 & k050739. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The device has not been returned for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. This instrument was manufactured on 09dec2008, and is therefore outside of warranty. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.